Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: the liner was expanded as designed throughout the sheath. The distal tip was torn radially along distal edge of liner. The tip was fully opened, partially along axial score line with stretching present. All score lines were present. Returned imagery was reviewed and the following observations were made: tortuosity was present in the patient's access vessel. Calcification was present in patient's access vessel. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip torn and resistance between system components were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''while advancing the commander delivery system with crimped valve through the esheath, resistance was encountered at the sheath tip. While inspecting the removed esheath, it was seen that the sheath tip was torn radially instead from the pre-fabricated score line.'' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. It is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel calcification and tortuosity present near the aortic bifurcation. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification can reduce the luminal diameter creating a constrained effect on the sheath preventing optimal sheath expansion/tip opening leading to increased resistance. Additionally, tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to document investigation and assess associated risks for the issue. A corrective action preventative action (CAPA) is also currently open. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in china. As reported, this was a case of an implant of a 26mm edwards sapien 3 transcatheter heart valve, in the aortic position by transfemoral approach. During the procedure, the esheath was introduced into body according to the IFU, and after the support wire was put in the lv, the commander with mounted valve was introduced. It was smooth, the commander passed the part of partially expandable sheath; however, it was difficult to advance the commander when the valve was near the tip of the esheath. Under fluoroscopy, the system was pushed 'hard' and the valve exited out the distal tip of the esheath. After successful valve implant, the commander was removed through the esheath and the esheath was removed. No cutdown was needed. Upon inspection, the tip of the esheath was described as torn open. There was no patient injury during the event. The final outcome was good and the patient was discharged.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.